Event description:
An 80 yr old pt had been transferred from another hospital with a dissecting thoracic aortic aneurysm. Referred for evaluation of surgical repair. Pt was not deemed a good surgical candidate at that time due to instability of his condition and size of aneurysm. During his stay, he became hypotensive and required intubation, later went into v-tach. Defibrillator was brought into the room and the pads were applied to the pt. They were then noted to have an incompatibile connection with the machine. Code was called secondary to nature of patient's illness. Pt expired.